Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - patient had a bard composix kugel hernia patch implanted for repair of a ventral hernia defect. On (B)(6) 2011 - patient underwent surgery to explant the patch. During surgery the patients' surgeons noted that the mesh had "flipped over on itself and the bowel was attached to the marlex portion of the mesh." On (B)(6) 2011 - patient underwent repair of the perforated bowel. Attorney alleges abdominal pain, migration, perforated bowel, additional surgery, explant, adhesions, permanent injuries.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.